Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the provided records confirms that the patient underwent a reoperation on the left hip a few months after the primary surgery due to a periprosthetic proximal calcar fracture. Two cerclage wires were inserted. Reoperation was prompted due to the fact that the prosthesis had sunk. Bi-metric hip stem was exchanged to a larger one during the operation. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure of the left hip approximately 2 months post implantation due to a calcar periprosthetic fracture and subsidence of the femoral stem. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure of the left hip approximately 3 months post implantation due to a calcar periprosthetic fracture and subsidence of the femoral stem. Attempts have been made and additional information on the reported event is unavailable at this time.